Event description:
A nurse reported that pt who was treated with hyalgan (sodium hyaluronate) experienced "redness, swelling at the injection site, and that the aspirated fluid was positive for calcium pyrophosphate and dihyrate crystals." In 2004, the pt was treated with hyalgan 20 mg/2 ml in the right knee for degenerative joint disease. Twenty-four hours later the pt came into the physician's office with the redness and swelling. The physician aspirated 60 cc of fluid from the right knee, and sent it for analysis. Culture results were positive. Prior to treatment the physician aspirated 60 cc of fluid, which was found to be normal. At the time of this report the pt had not recovered and it was unk if hyalgan would be continued.

Event description:
Lot number was provided to be 074200. More info was requested and will be provided when available. Additional info was received from fidia via electronic-mail on 07/21/04. A complete review of batch number 077200 was performed by their quality assurance department. No out-of specifications or any possible abnormality of the batch was found either on manufacturing or controls.